Event description:
Allegedly, on (B)(6) 2026, the explant surgery was conducted due to a dislocation of the bipolar cup and the cup, head and neck were removed. As the patient had low activity levels, no revision was performed. The doctor commented that soft tissue may have been interposed during the reduction maneuver in the initial surgery as a large amount of soft tissue was removed from inside the cup during the surgery. Japan (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.